Event description:
It was reported that the patient was diaphoretic and light headed due to the right ventricular lead oversensing t waves. The oversensing only occurred with device pacing. The sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead continued to have t-wave oversensing (twos). Further reprogramming was done on the lead. The lead remains in use. It was also noted at the previous twos occurrence that there was pacing inhibition and pauses.